Event description:
It was reported by the customer that they received a call at 18:33, and responded at 18:40 to a patient with cardiac diabetes and cancer history. The collapse was not witnessed; however, it was indicated that the approximate downtime was 30 minutes. CPR was in progress upon the arrival of the crew. The lifepak 500 device was attached to the patient using kendall pads. The device then continued to prompt "connect electrodes". Another set of kendall pads was applied with the same result. No excessive hair or diaphoresis was noted. It was also indicated that it was a cold night. The local police department was also at the scene and after the lifepak 500 would not pick-up the patient, they attached their zoll AED unit. The type of pads used is unknown, but it was indicated they were a new set. A "no shock advised" decision was obtained. At approximately 18:45, the ambulance arrived and a lifepak 12 device was attached to the patient with a new set of kendall pads. The patient was in asystole. By 19:08, the ambulance was transporting the patient to the hospital. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported failure. No device failures or malfunctions were found. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. During the evaluation, it was observed that the customer was using after market kendall brand electrodes, and this is the second incident in one month with pad recognition issues using these pads. Physio-control provided customer with pricing information for physio-control quick-combo electrodes and recommended the exclusive use with the lifepak device.